Manufacturer narrative:
Device eval: visual examination of the returned device revealed proximal and distal stent damage. Some of the proximal and distal stent struts were misaligned. Proximal stent damage is consistent with the device encountering significant resistance during the withdrawal of the device. The distal stent damage is consistent with the device encountering some form of restriction during the insertion of the device. No kinks or damage was found along the hypotube. The balloon and tip sections of the device were visually an microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
This event is reportable based on the product analysis approved on 10/14/2008. It was reported that during a drug eluting stenting procedure, the device was unable to cross the lesion. The 89% stenotic lesion was located in the severely tortuous and moderately calcified mid left circumflex artery. After predilating the lesion with a 2.5x20mm balloon catheter, the physician attempted to advance the 3.50x28 taxus liberte stent to the lesion, but met with significant resistance. The device was removed. There were no pt complications. The procedure was completed with plain old balloon angioplasty using a 3.0mm balloon. Pt status is reported as "good". However, the returned product analysis revealed that there was stent damage.